Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system failed to boot up. A technical support specialist (tss) dialed into the station and checked the data synchronization logs. The tss determined that the issue was related to a user access problem. They found that the station was assigned to the 7d nursery, and the nurse role did not have that area selected for medical city dallas. The tss communicated this information to the nurse and advised that the nurse role did not have the area assigned. The nurse confirmed they would follow up with the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not booting up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.